Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: (B)(4)). Sorin group(B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(4). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed an error message during maintenance. There was no patient involvement. A sorin group field service technician was dispatched to the facility and was able to confirm the reported intermittent error message. The service representative traced the issue to a faulty patient tank and a return visit is planned to replace the faulty part. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed an error message during maintenance. There was no patient involvement.

Manufacturer narrative:
(B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). The pump unit was sent to lauda for examination. The lauda team identified that the pump unit was bent during removal as well as dirty. Both pump connectors and the temperature sensor were found to be missing and the pump motor suffered bearing damage. Luada performed some warranty work as required and the customer was issued a credit note. A review of the DHR did not identify any manufacturing deviations or nonconformities. The root cause of the reported issue was determined to be bearing damage likely due to contamination. (B)(4) has determined that a CAPA is not needed to further investigate this event.